Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2014 with the following findings: on investigation, the display was found to be dim, faded and discolored. Adjustment of the contrast settings did not resolve the display issue.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump¿s display screen was dim, faded, discolored. This complaint is being reported the display issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.